Event description:
Customer reported that a patient presented with a recurrent hernia approximately one year following laproscopic ventral hernia repair. This was identified by CT scan. The surgeon anticipates a return to surgery for repair.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.